Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, d9, h6 - component code is being corrected to "bulb 4750" and medical device problem code is being corrected to "4021 no visual prompts/feedback". Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the suggested event was likely due to the optical fiber cable that was not properly connected due to dust. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source lamp failed from time to time during an examination. The lamp would go out and after restarting the light source, the lamp would come back on and the user could continue use. There were no reports of patient harm or impact associated with this issue. Service support was provided and it was noted that the fiber optic cable did not have proper contact due to dust particles. It was cleaned and connected correctly and the problem was resolved.